Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
Synergy china registry. It was reported that the patient experienced stable angina pectoris. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the first diagonal with 80% stenosis was 35 mm long and a reference vessel diameter of 2.7 mm. The target lesion was treated with pre-dilation and placement of a 2.25 mm x 20 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Six days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with stable angina pectoris and was hospitalized on the same day for further evaluation and treatment. No action was taken to treat the event. The event was considered to be recovering/resolving. Five days later, the subject was discharged on aspirin and clopidogrel.